Event description:
The affiliate alleged the customer reported elevated prolactin results, for several patients, involving dsl active prolactin elisa. The results were discordant to alternate methodologies, which produced lower results. It is unknown if the elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication the suspect device was returned to the manufacturer for analysis. Quality control (qc) was within the specification range. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.